Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (280 mg/dl). Customer administered insulin injections and changed cartridge/infusion set. Bg level decreased to 249 mg/dl. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made for customer to consult with health care provider.